Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor tes. Unit had a scratched display window and a bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was performed. The device was returned for analysis.